Event description:
Allegedly the patient was revised due to the following mom complications: pain; swelling; pseudotumor; elevated metal ion levels. (Right)

Manufacturer narrative:
Correcting revision date.